Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid ingression inside the door. An event history log review was performed, and did not show any evidence of an under infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition was fluid ingress. To resolve this issue the lvp mechanism and enclosure gasket lvp will be replaced due to fluid ingression. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing properly. This issue was described as an under infusion with a medication (sodium chloride 3%). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6. Correction h11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid ingression inside the door. Due to the fluid ingression flow rate testing was unable to be performed for the reported issue of "under infusion". An event history log review showed an infusion of sodium chloride 3% on the event date provided. The infusion ran to completion with no errors and no abnormalities were observed in the history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified and a cause was not determined. The lvp mechanism will be replaced due to the fluid intrusion, and the device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.